Event description:
It was reported that a high out of range shock impedances was present on this cardiac resynchronization therapy defibrillator (crt-d). The daily trend graph remains within normal range. Technical services (ts) assisted in printing the report of further follow-up. This crt-d remains in-service. No adverse patient effects were reported.